Event description:
A (B)(6) old, male pt, contacted zoll customer support to report a repeated asystole alarms. The pt also reported that his monitor would start up without prompting to press the response buttons. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (asystole alarms/abnormal shutdowns) has been confirmed. As received, the trunk cable connector was cracked and the brown -5v power supply was damaged. The cause of the asystole alarms and check belt messages is the damaged -5v power supply. The cause of the damaged power supply is the cracked trunk cable connector. The root cause of the cracked trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.